Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, "introduction", lists various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), infection (local, driveline, and pump pocket), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management", lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from severe pneumonia and worsening organ function, and they were unable to be discharged since implantation. Due to reduced and worsening patient condition, the family decided to stop life-sustaining measures and requested termination of therapy; this was done on patient's provision. The pump was working as intended during time of support. The pump was stopped, and no life-sustaining measures were taken. The patient passed away and the pump was not to be explanted. The outcome was device or therapy related and an autopsy was not to be performed. The patient depended on the mechanical circulatory support, but the outcome was not related to any technical malfunction of the device.

Manufacturer narrative:
A2, a4: patient age and weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.